Event description:
It was reported that patient lost therapeutic effect. Patient had neck surgery on (B)(6) 2012. Patient had no issues ('incontinence free') prior neck surgery. After neck surgery, patient had started 'to go more' and peeing in bed. Device had not "being" check since neck surgery. Patient was catheterized during neck surgery. Doctor appointment was scheduled for (B)(6), 2012. Patient tried most of the programs without therapeutic effect. Before surgery, program was 4 at 3.4v and after the surgery it was at 1.4v. Stimulation was turned back up to 3.4v, but it 'hurt so bad' that patient 'could not walk' and setting were turned down. Patient tried program 1 at 5.0v for 4 to 5 days. Additional information received reported that patient had not turned device off. Doctor, to be visited on (B)(6) 20012, did not know anything about the device. Patient was worried because device is not working.

Manufacturer narrative:
Product ID 3093-28, lot# v364936, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot# v364936, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).